Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 9 cm in diameter abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. It was reported that there was contralateral iliac limb occlusion. The physician elected to perform a fem-fem bypass. The physician does not believe that the vessel morphology was an issue. No additional clinical sequelae were reported and the patient is fine. Exact date of event is unknown. Review of pre-implant cta¿s revealed that the patient had a 9cm max diameter aaa. The proximal aortic neck was severely angulated 60 deg r-l and 90deg a-p. The proximal neck flow lumen diameter was approximately 18 x 20mm. The iliacs were calcified bilaterally. Images 5-days post-implant revealed that the bifurcate was implanted just below the renals within the angulated neck. The proximal stent graft od was 19x21mm. The ipsilateral limb + extension were positioned placed down into the right common iliac artery. The distal end of the right limb measured 13mm. The contra limb + extensions were placed distally into the left common iliac. The minimum flow lumen diameter within the gate measured approx. 9mm, and the distal end of the left limb measured 14mm. The limbs crossed over each other in the distal sac. Both limbs were patent and no stent graft kinks were seen. No endoleaks are visible; the max diameter aaa was 8.9cm. Images 17months post-implant revealed that the bifurcate was positioned just below the renals. The contra limbs were completely occluded beginning in the bifurcate flow divider. The ipsilateral limbs are patent. The stent graft ID within the bifurcate gate was approx. 8mm, just distal to the gate measured 15mm, and ranged from 10 ¿ 13mm ID within the left common iliac artery. A fem-fem bypass graft is seen placed. No endoleaks are visible; the max diameter aaa was 7.8cm. The cause of the occlusion could not be determined. No stent graft kinks or compression is seen. This may be a patient condition.

Manufacturer narrative:
(B)(4). Evaluation conclusion: failure to follow instructions (severely angulated aortic neck).